Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported that the patient was experiencing unexplained fever and symptoms. An exploratory surgery was performed. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report. The patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer's representative. It was reported that the patient had an infection and the pump and catheter were removed. It was reported that the patient was on 500mcg of gablofen at "150." The issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.